Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not work, the touch pad was not working and the housing was severely cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling(user error) by dropping or hitting the device against something. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the pre-testing process, it was observed that the console device would not activate by foot pedal and an e8 error was displayed. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Event date: the exact date of event was documented as unknown in the initial report. Although the exact date of the event was unknown, the reporter stated that the event occurred in the month of (B)(6) 2015. Therefore, the date of the event is being defaulted to the first of the month ((B)(6) 2015). If additional information should become available, a supplemental medwatch report will be submitted accordingly.